Manufacturer narrative:
(B)(4). Additional information: the homechoice device was returned and evaluated by the product analysis lab (pal). A device history review revealed no issues that could have caused or contributed to the reported issue. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. An internal/external inspection was performed and the device passed. A short simulated therapy was performed. The device passed both the homechoice return instrument test/evaluation (rite) electrical test and the rite functional test. The sample analysis revealed no device malfunction that could have caused or contributed to the reported problem. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient had too much fluid left over after therapy. The registered nurse clarified that the patient should only have 500ml left over in the morning, but for the last few weeks the patient has had more fluid left over. The homechoice machine will be swapped. There was no patient injury or medical intervention associated with this event. No additional information is available.